Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one no blade device. The visual inspection of the returned product noted that the cannula and envelope seal only were received. Functional testing is n/a. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, upon removal of the insertion device, it became apparent that the balloon used to dilate did not return with the device, leaving it within the patient. It was removed easily from the patient without difficulty. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, upon removal of the insertion device, it became apparent that the balloon used to dilate did not return with the device, leaving it within the patient. It was removed easily from the patient without difficulty. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.